Event description:
A false positive advia centaur troponin ultra result was obtained on a pt sample. The laboratory repeated the testing and the result was negative. It is unk if pt treatment was prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra result is unk. The instrument is performing within specifications. No further evaluation of the device is required.